Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported that on (B)(6) 2016 they had to turn stimulation off because when they were attempting to decrease stimulation on group a somehow stimulation changed to group b, which resulted in overstimulation and uncomfortable stimulation. The following day the patient programmer (pp) showed stimulation was on, and the consumer was able to change from program b back to program a which resolved the issue.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the consumer didn¿t understand they were accidentally changing groups when trying to navigate through their programs. The rep. Reviewed how to use the patient programmer (pp) with the consumer, and reset their settings back to what they had before. Following this the consumer was very happy and doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.